Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, constant downstream occlusion, which was reproduced during eval while running a loaded set caused by a failed downstream sensor. The downstream sensor was replaced.